Event description:
It was reported that the patient experienced perforation requiring additional intervention. The target lesion was located in the left anterior descending (lad) artery. An impella was placed by the physician, and the lad was advanced with rotawire and ivus and shocked before being successfully stented. The circumflex artery was then addressed, with wiring, ivus, shocking, and nc ballooning performed. A 3.5x38 synergy drug-eluting stent was attempted for delivery, but after multiple attempts and re-ballooning, the stent failed to pass the distal portion of the lesion. After the stent was removed, imaging revealed a perforation. The perforation was tamped with ballooning, and a 2.5x20 no-boston scientific device was used to covered stent and was placed in the mid circumflex artery. An echo and pericardial tap were performed to stabilize the patient. A 3.5x32 synergy was then chosen for the proximal, sealing the perforation. Both devices were removed, and the patient currently remains stable.

Manufacturer narrative:
Device evaluated by MFR: the device synergy xd mr us 3.50 x 38mm stent delivery system, catheter was returned to the complaint investigation site (cis) for analysis. Visual and tactile analysis was performed on the device. No kinks or damages on hypotube profile and no issues identified with the outer / mid-shaft sections or the inner lumen of the shaft polymer extrusion profile. Microscopic analysis was performed on the stent profile and there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No device issues were identified during returned product analysis.

Event description:
It was reported that the patient experienced perforation requiring additional intervention. The target lesion was located in the left anterior descending (lad) artery. An impella was placed by the physician, and the lad was advanced with rotawire and ivus and shocked before being successfully stented. The circumflex artery was then addressed, with wiring, ivus, shocking, and nc ballooning performed. A 3.5x38 synergy drug-eluting stent was attempted for delivery, but after multiple attempts and re-ballooning, the stent failed to pass the distal portion of the lesion. After the stent was removed, imaging revealed a perforation. The perforation was tamped with ballooning, and a 2.5x20 no-boston scientific device was used to covered stent and was placed in the mid circumflex artery. An echo and pericardial tap were performed to stabilize the patient. A 3.5x32 synergy was then chosen for the proximal, sealing the perforation. Both devices were removed, and the patient currently remains stable.